Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hosp reported during an abdominal aortic aneurysm procedure, there was bleeding on the 24x12 mm 40 cm hemashield plat wdv bif graft. A replacement device was used to complete the procedure. The patient loss 50cc of blood but did not require a transfusion. The hosp did not report any patient effects.